Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient during a code, the device was unable to detect the attached stat pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.